Event description:
It was reported that two days post implant this right ventricular (rv) lead exhibited loss of capture (loc). The patient was asymptomatic. Surgical intervention was performed. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. The explanted lead is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that two days post implant this right ventricular (rv) lead exhibited loss of capture (loc). The patient was asymptomatic. Surgical intervention was performed. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. The explanted lead is expected to be returned for evaluation.